Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 130 mm. Vessel morphology is unknown. It was reported that the physician attempted to deploy the 28 mm diameter x 3.75 length aortic extender cuff proximally, but he discovered that the cuff would not fit between the renal arteries and the flow divider; therefore, the device was deployed distally in the left limb. The physician pulled the bifurcated device down and placed another aortic cuff proximally. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.